Manufacturer narrative:
(B)(4). The device was returned for evaluation. Device analysis noted dried body fluid on the connector plug and distal tip and the ring 2 seals were compromised. Functional inspection was done and observed the steering knob and tension control knob functioning properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Dimensional inspection evaluated the tip motion and noted the left curve test passed while the right curve was out of plane. The device passed the spring-back test which indicates the bond between the steering assembly and tubing assembly was intact. There was no evidence of guide coil collapse and the x-rays did not show unusual orientation of the center support; however, it appears to be slightly twisted which was also noted upon dissection of the distal section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-dec-2017. It was reported that a catheter steering issue occurred. A 7 / 110 / 2.5 / 8-8 qd k2 htd blazer® ii xp ablation catheter was selected for use; however, it was noted that the direction of the catheter was not functioning properly. The procedure was completed with a different device. No patient complications reported. However, device analysis results revealed the ring 2 seal was compromised.